Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and infection (unknown onset).

Event description:
Patient reported "has had different episodes of fluid collection and hardening in left implant. They also report they have been on antibiotics for it but the issue is ongoing and an ultrasound was done with no clear answer for the issue." This record is for the left side. Device remains implanted.